Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. During processing of this incident, attempts were made to obtain complete patient information.

Event description:
Additional information indicates that the ipg was electively replaced.

Manufacturer narrative:
Date of event is estimated. Further information requested, but not yet received. The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: scs octrode lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000137454.

Event description:
Related manufacturer reference number: 3006705815-2023-03998. It was reported that the patient lost therapy due to lead migration. As a result, surgical intervention was undertaken on (B)(6) 2023 wherein the entire system was explanted and replaced to address the issue. It is unknown why the ipg was replaced and it is unknown which lead migrated.